Event description:
During insertion of the sheath during a pulse field ablation to treat persistent atrial fibrillation (a fib), a faradrive steerable sheath clear was selected for use. The sheath was flushed, prepped, and dilator inserted in accordance with standard procedural guidelines. The following sequence occurred: after successful transseptal access, the faradrive sheath was advanced over the wire, and both the dilator and wire were removed. The sheath flushed appropriately, and no issues were noted with the valve at that time. The farawave catheter was then introduced with care, ensuring mid-valve alignment. The catheter tip was advanced until visible within the shaft beyond the handle. Aspiration was attempted via a syringe connected to the stopcock; however, repeated aspiration attempts resulted in air being drawn into the syringe, indicating a persistent leak through the valve. The catheter was removed and reinserted, but the issue recurred. The sheath was replaced, and the procedure was completed without any patient complications. Use of a farawave catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Analysis of the returned sheath identified a tear at the center slit on the inner face of the internal valve, compromising the valves ability to seal pressure and fluid within the sheath. This defect resulted in air ingress and pressure/fluid leakage, confirming the failure as the root cause of the associated allegation. Secondary finding revealed visual inspection of the sheath revealed a pinched section near the distal tip of the shaft. The damage was consistent with prior clamping and was not referenced in the complaint summary, suggesting the defect was not present at the time of the reported event and did not contribute to the associated allegation. The evidence indicates that the damage must have occurred during storage or transportation of the device. The cause traced to device design conclusion code was selected for the allegation of visible air/bubbles.

Event description:
During insertion of the sheath during a pulse field ablation to treat persistent atrial fibrillation (a fib), a faradrive steerable sheath clear was selected for use. The sheath was flushed, prepped, and dilator inserted in accordance with standard procedural guidelines. The following sequence occurred: after successful transseptal access, the faradrive sheath was advanced over the wire, and both the dilator and wire were removed. The sheath flushed appropriately, and no issues were noted with the valve at that time. The farawave catheter was then introduced with care, ensuring mid-valve alignment. The catheter tip was advanced until visible within the shaft beyond the handle. Aspiration was attempted via a syringe connected to the stopcock; however, repeated aspiration attempts resulted in air being drawn into the syringe, indicating a persistent leak through the valve. The catheter was removed and reinserted, but the issue recurred. The sheath was replaced, and the procedure was completed without any patient complications. Use of a farawave catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. The sheath has been received at boston scientific's post market laboratory.